Event description:
Additional information was received that the modular cable was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient's modular cable could not be confirmed through this investigation. It was reported that the patient had routine driveline x-rays done which showed concerning areas for wire fraying. The account was inquiring about whether a modular cable exchange would be warranted. No abnormal alarms were reported. The driveline reportedly appeared intact, but it was noted that couple areas of the modular cable appeared bunched up/had bumps. The account submitted two x-ray images for review. The first image showed an area of the modular cable that appeared to have a slight indentation. The second image revealed an area that appeared to show bunching/overlapping of the underlying armor layer material. Although both images revealed areas of the underlying cable layers that appeared abnormal, there was no evidence of damage to the underlying wires. Damage to the modular cable could not be conclusively confirmed based on the x-ray images alone. Review of the submitted log files revealed no evidence of a modular cable issue. No notable events or alarms were captured, and the system appeared to be operating as intended. Additional information revealed that the modular cable was not exchanged. No product is available for evaluation. The root cause of the reported event could not be conclusively determined. The relevant sections of the device history records for modular cable, lot # 8309959 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had routine driveline x-rays that showed concerning areas for wire fraying. A recommendation was requested if changing the modular cable would be warranted. No abnormal alarms reported. The driveline appeared to be intact, but there were a couple of areas that were noticed a bunched up with a bump on modular cable. The log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.